Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous upper limb vessel. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the 1st inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.